Event description:
It is reported that during surgery in 2009, the surgeon was implanting a tm reverse humeral stem. During the procedure the surgeon sunk the first reamer below the 130mm mark which, he thought would work. From there, they ended with a size 9mm reamer. Surgeon did not use the proximal reamer because of a proximal humeral fracture. The surgeon stated that the trial fit fine (9mm proximal and distal trial) and then the implant was proud. When the surgeon measured the implant and trial they found a 3mm difference. It is unknown how long surgery was delayed.

Manufacturer narrative:
Evaluation summary: no x-rays, product information, or product were returned for evaluation. The nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality and the amount of bone removed, the remaining bone may allow the implant to seat with varying impact forces in some cases. However, based on the provided information a definitive cause cannot be determined. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.